Event description:
As reported in the literature by vandijk et al. (2018), an unspecified 6-french, 110-centimeter cook flexor sheath was used during a procedure involving endovascular revascularization of the left subclavian artery (lsa), via transradial access. A modified allen test was reportedly normal. The diameter of the radial artery was two millimeters (per ultrasound), and no anatomical variation of the radial artery was noted. Two-percent lidocaine was administered as a local anesthetic and the left radial artery was punctured under ultrasound guidance. Another manufacturer¿s 11-centimeter, 6-french sheath radial artery sheath was introduced. A solution of 200-micrograms of nitroglycerin, 2.5-milligrams of verapamil, and 5,000-units of heparin was slowly injected intra-arterially. The other manufacturer¿s sheath was then exchanged with a cook 6-french, 110-centimeter flexor sheath and dilator, advanced over another manufacturer¿s 0.035-inch wire guide. Resistance was not encountered upon advancement of the sheath. The lsa 90% high-grade stenosis was passed easily, and another manufacturer¿s 6x16-millimeter covered stent was placed in the lsa, through the cook sheath. The user then attempted to inflate an unspecified 7-millimeter balloon within the stent; however, this resulted in dislocation of the stent toward the descending aorta. An unspecified 7-french sheath was then placed in the left common femoral artery, and the covered stent was positioned in the external iliac artery and dilated to 8-millimeters. An 8x29-millimeter balloon expandable stent was then placed in the lsa via the femoral access site. Angiography demonstrated good position and patency of the stent. The femoral access site was closed with a closure device. At the end of the procedure, resistance was encountered upon attempted removal of the cook flexor sheath from the radial artery, and manipulation of the sheath was very painful. The patient was sedated with propofol to relax the radial artery, and the sheath was then slowly withdrawn and removed without resistance. A small injury/partial rupture of the radial artery, with extravasation of contrast, was noted when the sheath was halfway out; however, the radial artery was patent under angiography. A pressure bandage was applied to the forearm, and the puncture site was closed with another manufacturer¿s compression device. Circulation was assessed frequently. The fingers of the left hand were pale with normal sensation and mobility. The night of the procedure, the fingertips of the left hand turned blue and became painful. Surgical exploration of the left forearm was performed, finding complete rupture of the left radial artery. A venous brachial artery to radial artery ¿jump¿ graft was made to restore vascularization. A fasciotomy was performed to release compartments of the left forearm. The fingers remained painful, discolored, and cold in the following days. Morphine was administered. The patient was discharged two weeks after the procedure and had monthly follow-up appointments in an outpatient clinic. During follow-up, the patient developed dry gangrene on the thumb, index, and middle fingers. The tips of the index and middle fingers were lost after one year. The thumb was still gangrenous but intact. The patient stopped pain medication and was pain-free. The authors state that the ¿relatively large¿ sheath diameter likely caused a severe vasospasm, resulting in resistance during sheath removal. The authors state that the lack of hydrophilic coating on the proximal sheath may have also contributed to the vasospasm. They further state that the vasospasms may have been augmented by patient stress and stimulation of the adrenergic system. The authors state that because the allen test was sufficient, the ischemic injury to the hand could not be explained by insufficient radial flow, as the radial artery was patent at the end of the procedure, despite the ¿small injury¿ of the artery. The authors conclude that embolization of thrombus near the target site likely dislodged distally after the procedure. The authors further state that intra-arterial injection of vasodilators, local infiltration of tissue around the artery with nitroglycerin, or sedation should be used to vasodilate arteries in cases in which radial artery sheaths are difficult to remove. The authors state that the radial artery sheath caused the injury to the vessel. They also state that if distal embolization of existing thrombi at the target site had been considered at the time of the event, the treatment strategy might have changed. Finally, the authors conclude that in retrospect, occlusion of the radial artery might have been a better option than external compression. The authors also note that the minimum outer sheath diameter should equal the diameter of the radial artery plus an additional 0.2-millimeters, allowing for vasodilation, referencing use of a 4-french sheath for ra diameter greater than 2.0-millimeters, a 5-french sheath for ra diameter greater than 2.2-millimeters, and a 6-french sheath for ra diameters over 2.4-millimeters. Reference for article: vandijk, lj.d., bijdevaate, d.c., & moelker, a (2018). Rupture of the radial artery after brachiocephalic stent placement per transradial access. Journal of vascular and interventional radiology, 29(9). Https://doi.org/10.1016/j.jvir.2017.12.017.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1: although the customer only reported a 6-french, 110-centimeter cook flexor sheath, a search of sales/shipments to the customer identified that the device was a ksaw-6.0-38-110-rb-shtl-hc. E1: customer name and address = postal code: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported in the literature by vandijk et al. (2018), an unspecified 6-french, 110-centimeter cook flexor sheath was used during a procedure involving endovascular revascularization of the left subclavian artery (lsa), via transradial access. A modified allen test was reportedly normal. The diameter of the radial artery was two millimeters (per ultrasound), and no anatomical variation of the radial artery was noted. Two-percent lidocaine was administered as a local anesthetic and the left radial artery was punctured under ultrasound guidance. Another manufacturer¿s 11-centimeter, 6-french sheath radial artery sheath was introduced. A solution of 200-micrograms of nitroglycerin, 2.5-milligrams of verapamil, and 5,000-units of heparin was slowly injected intra-arterially. The other manufacturer¿s sheath was then exchanged with a cook 6-french, 110-centimeter flexor sheath and dilator, advanced over another manufacturer¿s 0.035-inch wire guide. Resistance was not encountered upon advancement of the sheath. The lsa 90% high-grade stenosis was passed easily, and another manufacturer¿s 6x16-millimeter covered stent was placed in the lsa, through the cook sheath. The user then attempted to inflate an unspecified 7-millimeter balloon within the stent; however, this resulted in dislocation of the stent toward the descending aorta. An unspecified 7-french sheath was then placed in the left common femoral artery, and the covered stent was positioned in the external iliac artery and dilated to 8-millimeters. An 8x29-millimeter balloon expandable stent was then placed in the lsa via the femoral access site. Angiography demonstrated good position and patency of the stent. The femoral access site was closed with a closure device. At the end of the procedure, resistance was encountered upon attempted removal of the cook flexor sheath from the radial artery, and manipulation of the sheath was very painful. The patient was sedated with propofol to relax the radial artery, and the sheath was then slowly withdrawn and removed without resistance. A small injury/partial rupture of the radial artery, with extravasation of contrast, was noted when the sheath was halfway out; however, the radial artery was patent under angiography. A pressure bandage was applied to the forearm, and the puncture site was closed with another manufacturer¿s compression device. Circulation was assessed frequently. The fingers of the left hand were pale with normal sensation and mobility. The night of the procedure, the fingertips of the left hand turned blue and became painful. Surgical exploration of the left forearm was performed, finding complete rupture of the left radial artery. A venous brachial artery to radial artery ¿jump¿ graft was made to restore vascularization. A fasciotomy was performed to release compartments of the left forearm. The fingers remained painful, discolored, and cold in the following days. Morphine was administered. The patient was discharged two weeks after the procedure and had monthly follow-up appointments in an outpatient clinic. During follow-up, the patient developed dry gangrene on the thumb, index, and middle fingers. The tips of the index and middle fingers were lost after one year. The thumb was still gangrenous but intact. The patient stopped pain medication and was pain-free. The authors state that the ¿relatively large¿ sheath diameter likely caused a severe vasospasm, resulting in resistance during sheath removal. The authors state that the lack of hydrophilic coating on the proximal sheath may have also contributed to the vasospasm. They further state that the vasospasms may have been augmented by patient stress and stimulation of the adrenergic system. The authors state that because the allen test was sufficient, the ischemic injury to the hand could not be explained by insufficient radial flow, as the radial artery was patent at the end of the procedure, despite the ¿small injury¿ of the artery. The authors conclude that embolization of thrombus near the target site likely dislodged distally after the procedure. The authors further state that intra-arterial injection of vasodilators, local infiltration of tissue around the artery with nitroglycerin, or sedation should be used to vasodilate arteries in cases in which radial artery sheaths are difficult to remove. The authors state that the radial artery sheath caused the injury to the vessel. They also state that if distal embolization of existing thrombi at the target site had been considered at the time of the event, the treatment strategy might have changed. Finally, the authors conclude that in retrospect, occlusion of the radial artery might have been a better option than external compression. The authors also note that the minimum outer sheath diameter should equal the diameter of the radial artery plus an additional 0.2-millimeters, allowing for vasodilation, referencing use of a 4-french sheath for ra diameter greater than 2.0-millimeters, a 5-french sheath for ra diameter greater than 2.2-millimeters, and a 6-french sheath for ra diameters over 2.4-millimeters. Reference for article: vandijk, lj.d., bijdevaate, d.c., & moelker, a (2018). Rupture of the radial artery after brachiocephalic stent placement per transradial access. Journal of vascular and interventional radiology, 29(9). Https://doi.org/10.1016/j.jvir.2017.12.017 investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook; therefore, the device history record and complaint history could not be reviewed. The current IFU for the device lists extravasation, ischemia, and vessel injury (including dissection, laceration, perforation, and vasospasm) as known potential adverse events. The IFU provides instruction for activation of the hydrophilic coating. The IFU instructs ¿if resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ the information provided upon review of the device master record (dmr) and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that unintended user error and procedural issues contributed to this event. It is well known that the radial artery (ra) is more likely to experience vasospasm than other vessels. Because the radial artery has a thick tunic media composed of smooth muscle cells with a high density of sympathetic nerve receptors, the ra is highly susceptible to spasm during cannulation. The vessel can ¿clamp down¿ over the medical device inside the artery during a spasm, which can lead to friction and procedural difficulties, including difficult advancement/removal of a device. The friction between the device and artery further irritates the artery, exacerbating the spasm. Continued spasm can ultimately lead to intimal tear and formation of clots within the artery. In this case, only after the patient was sedated with propofol to relax the radial artery was the sheath able to be removed without resistance. The authors stated that the ¿relatively large¿ sheath diameter likely caused the severe vasospasm, and reference use of a 4-french sheath for vessels with a diameter greater than 2-millimeters and use of a 6-french sheath for vessels with a diameter over 2.4-millimeters; however, in this case, despite the 2-millimeter diameter of the radial artery (per ultrasound), a 6-french sheath was used. The authors also state that in retrospect, occlusion of the radial artery might have been a better option than external compression. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.